Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin fill gauge was intermittently inaccurate despite using multiple cartridges. The customer provided a blood glucose of 211 mg/dl. Tandem technical support followed up with the customer after completing a load sequence with new supplies, and determined that the fill gauge estimate was accurate. Customer acknowledged.